Event description:
The patient was not able to hear. The audio processor was checked and was found to be functional. Re-implantation is considered.

Manufacturer narrative:
UDI code not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturer's experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would necessary. The patient is able to hear currently. A date for explantation has not been made available so far.

Event description:
The patient was not able to hear. The audio processor was checked and was found to be functional. The patient does not wish to be re-implanted at this time as she is hearing at the moment.

Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. No date for re-implantation has been scheduled up to now. The complaint can be re-opened if further relevant information is received.

Event description:
The patient was not able to hear. The audio processor was checked and was found to be functional.